Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: can additional information be provided on loading technique of healthcare professional? I cannot comment however it was the first time she scrubbed with me. Her first 4 reloads worked fine. Was a scan performed? If so, what were the results? Scan is pending. Why is it believed that 4 drivers may have been left in the patient? Because the nurses tried to do a rough count and that¿s what they believe is missing. Was the post op care of patient altered as a result of this event? No it wasn¿t impacted: no complications thus far although I saw her an extra time in the office to discuss again because she was stressed.

Event description:
It was reported that a relatively new scrub nurse did not properly insert gst60b cartridge into stapler. Upon insertion through trocar the reload fell out of stapler and into the abdomen. Surgeon used a debakey to remove it and in doing so some of the stapler pushers/drivers (the small orange plastic pieces) fell out into the abdomen. Surgeon retrieved all that he could and nurses claim 4 may have remained in the patient or fallen out. Surgeon looked all around to see if any were left and could not see where anymore would have gone.